Manufacturer narrative:
The device lot number was requested, however was confirmed to be unavailable. The particle was returned and evaluated. Evaluation showed the particle was whiteish in color and hard to touch. It was approximately 1915 microns long by 1551 microns wide. The components of the device pack were not returned for evaluation. A review of the device history record could not be completed as a lot number could not be provided. The lot history, trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information we are unable to determine the source of the particle. No corrective action required.

Manufacturer narrative:
The device is in transit for evaluation and the lot number has been requested but not received. The investigation is ongoing.

Event description:
A user facility in the united kingdom reported a piece of plastic entered the eye out of the phaco tip needle. The piece of plastic was retrieved from the eye and there was no patient impact.